Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked out of the bd venflon¿ pro safety shielded IV catheter's control plug during use. The patient had a "green pvk" on their left wrist and was receiving "4 ml of infusion fluid" when blood leaked as the port was opened. The following information was provided by the initial reporter: "patient had a green pvk on left wrist. 4 ml of infusion fluid was administered via pvk, from their description it seems to have been done via the port. When the port was opened, it started bleeding from the port. They claim the "filter/back check valve" was ruined at administration. This was maybe the 10th time the used the port for adding drugs to the patient.... They describe this as a serious event, and possible production fault. Such a fault can cause bleeding not discovered by the nurse/doctor, as the patient is covered up in the or. When using heparin or similar drugs this could cause further damage. They have seen this also on a grey cannula from bd. "

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that blood leaked out of the bd venflon¿ pro safety shielded IV catheter's control plug during use. The patient had a "green pvk" on their left wrist and was receiving "4 ml of infusion fluid" when blood leaked as the port was opened. The following information was provided by the initial reporter: "patient had a green pvk on left wrist. 4 ml of infusion fluid was administered via pvk, from their "description" it seems to have been done via the port. When the port was opened, it started bleeding from the port. They claim the "filter/back check valve" was ruined at administration. This was maybe the 10th time the used the port for adding drugs to the patient.... They describe this as a serious event, and possible production fault. Such a fault can cause bleeding not discovered by the nurse/doctor, as the patient is covered up in the or. When using heparin or similar drugs this could cause further damage. They have seen this also on a grey cannula from bd. "